Manufacturer narrative:
H3: the device remains functioning in the pt. H6: a review of the mfg paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis (tg3110/lot#04322576) was also implanted.

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a penetrating ulcer and an ascending aortic dissection. A massive shower of small emboli entered the pt's circulation and the pt suffered from a stroke. The pt never regained consciousness.